Manufacturer narrative:
Section d4, h2, h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop events. Additionally, thrombus was confirmed during the evaluation of (B)(6); however, a direct correlation between the observed thrombus and the reported pump stops could not be determined. A specific cause for the patient¿s infection could not conclusively be determined. The pump was returned assembled with the driveline cut 3¿ from the pump housing and the distal end was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were returned detached from the outflow elbow. The outflow elbow was returned attached to the pump's outlet port. Upon disassembly of (B)(6), a soft, tissue-like deposition was found situated adjacent to the outlet bearing ball. The thrombus lacked laminated layering, suggesting that it did not initially develop in the outlet stator; however, its specific origin could not be determined. Although a duration of time for which it was present in the device could not be conclusively determined, the thrombus was not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no concentric contact marks were noted on the rotor outlet section or the outlet bearing cup, suggesting that it was not present in the pump for a prolonged period of time. Electrical continuity testing was performed and all wires were found to be electrically intact. Shield breakdown was observed 2.5¿ from the pump housing. Visual examination of the wires revealed breaches in the brown and black wires at the pump housing. These breaches appeared consistent with wire fatigue and abrasion against the metal braided shield. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. If the exposed conductors of any compromised wires made simultaneous contact with the braided shield, the resulting electrical short to ground would have caused the reported pump stoppages on battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's has had a history of driveline infection of staph aureus reported in MFR #2916596-2019-03035 and pseudomonas MFR #2916596-2019-03042. Approximate age of device - 2 years, 11 months. The pump has been returned. The evaluation is not yet complete. The patient remains ongoing with the new device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had short to shield that resulted in a pump exchange. Patient had a x-ray to confirm driveline damage. Patient had prior history of pump off alarms while connected to a grounded power source and recently while connected to non-grounded power sources. Patient had no acute complaints besides driveline infection and pain. Patient has a painful midline wound with green drainage but not increased in amount. Patient denied shortness of breath, dyspnea on exertion, fatigue, fevers, chills, night sweats, lightheadedness, dizziness, chest pain, palpitations, numbness, tingling, hematuria, dark/bloody stool or alarms. No bleeding was noted as bowel movements were brown and yellow urine. Patient is currently clinically stable.